Event description:
Caregiver reported down occlusion alarms on pump. Nurse on call could not clear the alarms. Pump exchanged. Bio-medical testing shows down occlusion problems on both large and small syringe testing.